Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent l4/l5 fusion utilizing the s-lok, pedicle screw system on (B)(6) 2014. Subsequently, radiographs indicated that the joint was not fused and suspected "movement" of the tulip head of the screw located in l4. Revision was performed on (B)(6) 2014, during which two s-lok polyaxial screws, two locking caps and a rod were all removed and replaced. It was confirmed at this time that the tulip head component was not locked.